Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (B)(4). This is the fifth reported event found with the same failure mode (since 2004 to date). The failure mode is related to tenor lift tipping. Taking into consideration over (B)(4) tenor devices sold, the complaint ratio is considered to be low. Problem description and root cause analysis: the device inspected was up to specification when the problem was detected. It was reported by the customer that during transfer with tenor the caregivers were pushing and pulling the slings to align the resident with the chair. That seems unlikely to have occurred while the IFU was followed due to the absence of any significant sideway forces that can cause such a lift tip during the correct use. For there to be any quick shift in valance of the tenor, the caregiver must exercise force on the lift during lifting/lowering. Therefore it can be suggested that there is no relevant deficiency with the device and that a number of use errors caused the event, the most relevant use error being a failure to use the lift device according to the instruction. Intended use of tenor lift device is stated in the IFU (pi-kha-001.3 rev 3): "when lowering the patient back into a chair - or when transferring from bed to chair, ensure the patient is positioned in such a way, so he or she fully supported by the chair when he or she is lowered". We have not been able to find any contributing manufacturing anomalies. The device has contributed to the event as it was being use for patient handling at the time. However from our simulation of the event, compared with the event description and the instructions in the device labeling, it has come forward that the root cause of the event appears to be use error.

Event description:
Potential incident- per the arjohuntleigh us service technician event description: "while moving a resident of (B)(6) from the bed to a wheelchair the lift was positioned at an angle to the chair due to the type of sling being used. With four attendants pushing and pulling to align the resident with the chair the lift tipped and fell over onto two of the attendants and scratched one of their shins."